Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced an elevated bg level of 600 mg/dl. A correction bolus via the pump was delivered to address bg. Suspected cause was due to the customer¿s pump settings requiring adjustments and prescribed steroid medication. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.